Event description:
It was reported that during device upgrade due to normal eri, externalized conductors were observed via fluoro. Patient was asymptomatic and no electrical anomalies were noted however physician elected to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 13.2-13.9cm from distal tip, consistent to friction to another device. The etfe coating was intact at the same location.